Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user encountered no drops during priming while pressing and holding for 60 units, which was traced to an empty cartridge and was compounded by difficulty seeing cartridge fill; after education, the user filled a new cartridge, replaced the luer connector and tubing, and achieved visible drops after 20 units with insulin delivery resumed and glucose trending down. Symptoms included hyperglycemia with a reported peak of 312 mg/dl without ketone testing, medical intervention, or assistance. Outcomes included transient high glucose without hospitalization or serious injury. Investigation included troubleshooting and user education on proper cartridge preparation, use of prefilled cartridges, and correct infusion set connection. Investigation of this case revealed an infusion system setup issue related to an empty cartridge and the infusion set/connector not attached or deployed correctly, which resolved after replacing the cartridge, connector, and tubing and completing priming. It was concluded, based on previously established findings for similar reports, that user setup error was the likely cause.